Manufacturer narrative:
D1: corrected the brand name. D4: corrected the serial number.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 61-year-old female patient with a history of coronary artery disease and renal insufficiency presented with acute myocardial infarction complicated by cardiogenic shock. The patient was escalated from an impella cp device to an impella 5.5 device and was in stage e shock as per the society for cardiovascular angiography and interventions classification at the time of impella 5.5 implantation. One day after implantation, the patient developed atrial fibrillation, which required direct current cardioversion and initiation of anti-arrhythmic medication. The arrhythmia was successfully corrected following these interventions. After a total of 7.5 days of impella 5.5 support, the patient achieved complete native heart recovery, and the device was successfully explanted. 7.5 days on support.